Manufacturer narrative:
E1: patient city: (B)(6). Patient country: italy

Event description:
Unomedical reference number (B)(4). Event occurred in italy on 29-apr-2024, the patient faced an issue with infusion set was leaking. The leakage was at tubing, however the tubing did not came apart. The infusion set was used for two days. No further information available